Event description:
It was reported that on (B)(6) 2022, during a novasure procedure, while attempting to seat the device, the physician could not get the dial out of the red. It was observed at this point 2 puncture holes in the uterus. The physician decided to continue and failed the cavity initial assessment, then exchanged the device and could not pass it either, at this point he observed yellow fat in the uterus. The physician decided to perform a laparoscopy to assess the uterus. Patient went home the same day , surgeon performed a laparoscopic surgery and found no damage done to other organs and uterus was not actively bleeding from punctures. The physician used absorbable hemostatic solution on the perforations. No other information is available.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.